Event description:
The customer reported that the device did not power up and the battery did not charge. There was no report of pt impact or involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device did not power up and the battery did not charge. There was no report of pt impact or involvement. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.